Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device. The patient thinks that the insulin cartridge might have been used more than once. The patient's blood glucose result was 430 mg/dl and he went to the hospital for hyperglycemia. The patient was treated with an insulin pen and he was in the hospital from 12:50 a.m. To 1:10 a.m. The cartridge lot number was not provided. The insulin cartridge was requested to be returned for product evaluation.

Manufacturer narrative:
Reported as product problem as well as adverse event since the manufacturer confirmed the malfunction.